Manufacturer narrative:
Patient information was requested; however, no information has been provided. The product item number and lot number were requested, but no information has been provided. The implant date and date of event were not reported and have been estimated based on information received.

Event description:
A physician reported to gore that a patient underwent a procedure using gore® seamguard® bioabsorbable staple line reinforcement. It was reported the physician used a covidien signa stapler with a purple load. It was reported the patient was brought back two days later for a bleed on the staple line, reportedly on the second to last staple firing. The bleed was reportedly fixed with three clips. It was reported the patient was recovering in the hospital.